Event description:
Refer to manufacturing reports #3004209178-2013-06848, #3004209178-2013-12179, and #3004209178-2013-12180 as they have been marked as related events. These reports were for similar events in which extensions were not fully tightened down by the torque wrench.

Event description:
Additional information received reported that therapy was restored to the patient. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the ins was functional okay. There were insignificant anomalies.

Event description:
It was reported that if the patient touched the implantable neurostimulator (ins) in some way it would turn stimulation off. The reporter stated that the patient was taken to the operating room to change the device battery. It was noted that this occurred four or five weeks after the initial implant. It was reported that when they got to the device battery it was obvious that the extension wasn't properly connected to the ins and it 'fell out.' The reporter stated that the end of the extension wasn't secured and they were able to pull it straight out. It was reported that at the end of the case the impedances would 'show as being secure.' It was unclear if this referred to when the device was initially implanted or when the revision was done. The reporter stated that the surgeon thought the torque wrench was not tightening it as much as it should be. It was noted that the system had all new components when it was implanted. It was further reported that there was no injury to the patient and the device was replaced. The reporter stated that the patient was now receiving stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.